Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change, and came out. Hemostasis was achieved with manual pressure to complete the procedure. There was no reported patient injury. The vcd was used for hemostasis at the external iliac artery which had stenosis. An ipsilateral retrograde approach was made. After the bleed back stopped, the indicator window did not change. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was non-cordis. Regarding the femoral puncture site, the suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer, which was within the recommended 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site showed no visible calcium or plaque, and there was no access vessel tortuosity. The vessel did not have a stent near the puncture site, and there was no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The device is not being returned for evaluation because it was discarded due to a suspicious infectious disease.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change and came out. Hemostasis was achieved with manual pressure to complete the procedure. There was no reported patient injury. The vcd was used for hemostasis at the external iliac artery which had stenosis. An ipsilateral retrograde approach was made. After the bleed back stopped, the indicator window did not change. The device was stored and prepped according to the IFU. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was non-cordis. Regarding the femoral puncture site, the suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer, which was within the recommended 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site showed no visible calcium or plaque, and there was no access vessel tortuosity. The vessel did not have a stent near the puncture site, and there was no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, and an audible click was heard. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The products were not returned for analysis. A review of the manufacturing documentation associated with lot 18387395 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaints ¿indicator window no change to indicator¿ could not be evaluated. With the information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.